Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned with the helix extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead had failed to capture. The patient was in stable condition.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead had failed to capture. The lead was not used. The patient was in stable condition.

Manufacturer narrative:
Correction: the first awareness date should have been 17 dec 2025 and not 15 dec 2025.